Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after implant the patient became hemodynamically unstable overnight requiring inotropic support. Emergency echo was performed, and showed a moderate pericardial effusion. A pericardial centesis was attempted twice without success. Patient stabilized but found to be anemic, and was transfused. The atrial threshold increased and impedance was low; thoracic CT showed the atrial lead had perforated. Patient stabilized and discharged 5 days later. Patient readmitted a week later for lead extraction. Report states: "rv [right ventricular] lead found on lateral free wall," with reported perforation. Both leads were repositioned and remain in use without additional issues. No further patient complications were reported as a result of this event.